Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the cause of the reported balloon detachment could not be conclusively determined. There is no evidence to suggest that the mynx device did not meet its established specifications or perform as intended per instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A medwatch form provided by FDA from the user facility reported that a (B) (6), female end stage kidney disease pt underwent a cardiac catheterization procedure on (B) (6) 2010. The form reported "after the cardiac catheterization, the mynx device was applied to the right femoral artery. It was difficult to extract the guide wire from the right femoral artery. A vascular surgeon was consulted who advanced a needle into the right femoral artery and withdrew the remainder of the mynx device. After the device was extracted, it is uncertain whether the balloon was also extracted. During that procedure, the surgeon discussed the matter with the device manufacturer representative by phone. The surgeon used an 18 gauge needle and went over the wire as an obturator and was able to free the device. He was unable to recover the entire plastic. The balloon was not fully recovered. It was not clear whether it was on the floor, but it was not seen to have come out. Pressure was held. The groin was stable. An ultrasound was done, and this was reviewed with the manufacturer's technician. The ultrasound showed no abnormalities". In addition to the narrative provided on the medwatch form, information was obtained from the aci representative that the pt stayed overnight for scheduled dialysis and was discharged without complication. On 01/29/10, the pt returned for a follow-up and CT angiography was performed, documenting material at the common femoral artery (cfa). The pt was asymptomatic; however, the physician proceeded to access the right cfa from the contralateral side and deployed a covered stent over the reported balloon material. The pt tolerated the procedure well and without complication. No further information was obtained.